Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on that same day. The cause of the peritonitis was not reported. Treatment was not reported. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for h11l16074 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but there is no indication that the exception is related to the reported event. A batch review was conducted for potentially associated lot numbers h12d23075, h12e03041 and h12f06075 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.